Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a delaminated downstream occlusion (dso) seal and a buckling upstream occlusion (uso) seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal and uso seal.

Event description:
It was reported that there was debris under the lens and possible fluid ingress. The customer returned the product for the debris under the lens, and during physical inspection it was found that the downstream occlusion (dso) seal was delaminated. There was no patient involvement.